Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the cable of the medium-large clip applier instrument was loose (off track) and the instrument was unable to perform clipping. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the incident occurred while loading the clip onto the instrument. The surgeon did not experience any issues with the instrument motion. The issue happed after the 1st clip application. A backup clip applier was used to resolve the issue. There are no photos or videos available for isi review. Patient demographic information was not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis. The instrument was found to have a broken grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.